Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was stuck with medication. A field service engineer upon arrival drawer 1.3 was physically closed; however, the system detected it as open. An attempt was made to recover the drawer through the user application, but the recovery failed. Upon inspection, medication packaging was found to be jamming the drawer. The customer was advised to remove the medication from the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer was stuck with medications inside and displayed a requires maintenance message. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.